Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was cracked and pieces was broken off. The customer¿s blood glucose level was unknown. The top of the insulin pump where the reservoir goes in it was chipped and cracked away. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip noted.